Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01629, 1221359-2021-01630, 1221359-2021-01632. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported seven (7) false positive results with the ID now covid-19 assay, which occurred on various dates and on different lot numbers. This report addresses lot three (3) of four (4). The customer reported two (2) false positive results with the ID now covid-19 assay. The nasal samples were collected on (B)(6) 2021. Repeat testing was not performed. Confirmation testing generated negative results. The nasopharyngeal samples in viral transport media were collected on (B)(6) 2021. (Both (B)(6)). Per the customer additional information will not be provided.